Manufacturer narrative:
Device alarmed with technical fault 5505 due to defective mixer valves. Replacement mixer valves are sent. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: biomedical states that during pre-op checks, the device alarmed with tf5505 and could not be cleared. Biomedical could duplicate the issue.

Manufacturer narrative:
Device alarmed with technical fault 5505 due to defective mixer valves. Replacement mixer valves are sent.

Event description:
Hamilton medical ag received the following incident description: biomedical states that during pre op checks, the device alarmed with tf5505 and could not be cleared. Biomedical could duplicate the issue.